Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse found that pdu fan tray fuse busted and fse replaced it, and system was working. The issue reoccurred after someday and fse replaced pdu fan tray and pdu dc module. After replacement of pdu fan tray and pdu dc module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code and evaluation method code were corrected .

Event description:
It has been reported to philips that the azurion system would not power up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.